Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was positioned in the heart but exhibited high pacing impedance values of roughly 1400 ohms. When the rv lead was connected to the device, sensing dropped to 3.8 millivolts (mv). The physician suspected the rv lead may have been fractured during the procedure, so it was removed and replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This lead was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was positioned in the heart but exhibited high pacing impedance values of roughly 1400 ohms. When the rv lead was connected to the device, sensing dropped to 3.8 millivolts (mv). The physician suspected the rv lead may have been fractured during the procedure, so it was removed and replaced prior to pocket closure. No adverse patient effects were reported.